Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient . Patient stated that she was told by healthcare provider (hcp), she had urinary tract infections (uti). She had low grade fewer on the day of the report and there was some pain from procedure. The issue was not resolved at the time of the report. Patient status was noted as alive, no injury. The patient had basic evaluation trial on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.